Manufacturer narrative:
Device evaluation in process. A follow-up report will be submitted upon completion. This report is number 2 of 4 mdrs filed for the same event (reference 3005739886-2016-00064 / 00067).

Event description:
During a procedure performed on (B)(6) 2016, upon attempted insertion of both 7.5mm & 8.5mm reform pedicle screws, the tips of two reform driver with mechanical lock (hxx-39-0001) and two reform polyaxial drivers (39-sp-0700) broke. The tips were easily removed from the screws and the procedure completed using an alternate driver that was readily available.

Manufacturer narrative:
Investigation concluded that the features found to be manufactured out of specification could have possibly contributed to the tip failure as it does not allow for proper load displacement away from the tip of the driver. If the secure shaft is not fully locked, the load remains entirely on the driver tip. A completely locked secure shaft allows for load sharing along the shaft of the driver. Improvements to the tip design will be released on part number 39-sp-0730 in an effort to improve tip strength. No further testing will be conducted in regard to how much the identified non-conformance may have contributed to the reported failure. The non-conformances identified will be addressed with the supplier through the ncr process. Review of manufacturing history record found (B)(4) pieces were received from supplier and released for distribution on 8/26/2016 with no deviation or anomalies. This lot was manufactured to revision b of the hxx-39-0001 assembly drawing.